Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all button symbols are worn, and that all keypad buttons are intermittently responsive to presses. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button is slow to respond to presses at times. She noted that the button does not click when pressed. The patient confirmed that the rubber keypad is intact; stated that the button symbols are worn off; denied exposing the pump to moisture; and stated that she wears the pump clipped to her waist.